Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the right ventricular lead had fractured. The lead was capped and replaced. The patient remained asymptomatic.